Manufacturer narrative:
Report connected with MDR 9613304-2019-00080. Customer sent back mix of 2 lot number. For one lot mfg submitted follow up report for second decided to submit separated initial MDR ( lot z58z5).

Event description:
Patient received 4 boxes of 31g x 8mm pen needles with lot no. S285a from the va. He is using a droplicon pen to insert 28 units of lantus once per day. He stated that he's had 2 pen needles break within the last week as he's trying to insert the needle into his abdomen. One he was able to pull out and the other is lost. He went to the ER for an x-ray; however, nothing showed up so he doesn't know where it is. Patient stated he does not pinch up as he's injecting. I advised that with the 8mm pen, he should pinch up. I suggested a smaller needle if he is more comfortable with not pinching up and he was open. The lot number is not correct. Several attempts were made on the 18th to contact the patient to get the correct lot, but the patient did not answer nor have they called us back. The user's samples were send month ago and the lot number could be defined-y58z5.